Manufacturer narrative:
The device was received for evaluation. During functional testing, 'does not sense door closed' was reproduced. A review of the event history log revealed shut door - power off. A service history review revealed the current issue does appear as a repeat service event, with the previous direct cause being the upper latch switch. The reported condition was verified. The cause of the condition was determined to be an out of specification link. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not sense closed door occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.